Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0ywyu, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. Patient reports since implant it has been helping however she did have a couple instances in which she experienced a return of oab (overactive bladder) symptoms. Patient did say she may have been drinking more liquids than she normally does. The patient did not feel stimulation. Therapy was on. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. Patient to monitor her symptoms and report information to hcp at her follow up appointment on (B)(6) 2015. Patient services agent transferred patient to support link to place another request for manufacturer's representative to contact her. Location of symptoms reported: urinary. This was considered a sudden change in therapy/symptoms. Event date: multiple. First incident: (B)(6) 2015. Second incident: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient continued to experience loss of therapeutic benefit. The patient has had a few accidents and did not make it to the bathroom. The patient ended up peeing all over herself and stated that every once in a while she was not really feeling stimulation. It was reported that the symptom occurred suddenly. The patient did not have an idea what may have caused this event. The patient was redirected to hcp if patient was not able to get symptom relief after making adjustment with replacement patient programmer (pp). The patient next appointment with the doctor is in (B)(6).